Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was observed by the end user that, the cs300 intra-aortic balloon pump (iabp) unit is not working. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) failure observed by end user ¿unit is not working¿. Tested. Cs300 and observed ¿low vacuum¿ alarms in fault log. Tested drive manifold assembly and observed intermittent issue with k7 vacuum solenoid and test failing in diagnostics. Failed performance tested twice and began to work. Fse installed new drive manifold corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The failure analysis and testing dept. Received manifold, drive with a reported unit failure of low vacuum alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed manifold, drive into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the k6, k6a, k7, k8 leak test with all tests passing to factory specifications. The fat dept. Found that k7 was intermittent at times, and was making a loud clicking sound, indicating that the solenoid is defective. Although the fat dept. Could not replicate the low vacuum alarm, the fat did verify a defective k7. The drive manifold failed testing. Retaining the drive manifold in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.